Event description:
It was reported that the patient underwent a gynecological procedure to treat pelvic organ prolapse on (B)(6) 2004 and a mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. The patient has undergone additional surgeries and revisionary procedures including a mesh removal on (B)(6) 2006 due to discharge, bleeding, dyspareunia and pain. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent the concurrent procedures of a bso, posterior colporrhaphy, bilateral paravaginal defect repair and colpopexy during mesh implantation.

Manufacturer narrative:
It was reported that following insertion the patient experienced vaginal bleeding, nocturia and frequency.(B)(4).

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. Patient (B)(4) - dyspareunia. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all (B)(4) release criteria. This is one of two medwatches being submitted. See also medwatch 2210968-2012-05523. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent mesh revision on (B)(6) 2006 and (B)(6) 2007. This is one of two medwatches being submitted. See also medwatch 2210968-2012-05523. The same patient is represented in each medwatch.